Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the event were unknown. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
Upon follow up, it was reported that the patient was discharged from the hospital and was recovered from the event. On an unreported date, the patient was diagnosed with reoccurred peritonitis. The cause of peritonitis was not reported. It was reported that the hospital still failed to find out the cause and take further treatment which mainly contributed the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for the event. On an unreported date, the patient was recovered from the reoccurred peritonitis. Should additional relevant information become available, a supplemental report will be submitted.